Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt indicated that they could still feel device stimulation, but that they have experienced pain around the area of the devcie at both the lead and generator sites for more than 2 months. The pain was reportedly not always with stimulation, but was worse with stimulation. There were no signs of infection at either site. The pt reported that they suffered a fall approx 5 months ago and then experienced a seizure one week later after having good seizure control prior to the fall. The pt had reportedly been seizure-free for 6 months prior to the fall and subsequent seizure. It was reported that during the fall, the pt twisted their neck, so they thought that there might be a problem with the position of the lead. The pt reported painful stimulation after the fall. Treating neurologist at that time did not perform device diagnostic testing to confirm proper device function, but did reduce programmed parameters which helped with the painful stimulation. The pt continued to experience problems with painful stimulation and a "pulling' sensation at the neck site with soreness on both sides of their face up to their ears with some facial paralysis and some difficulty swallowing. The pt was seen by a different neurologist who performed device diagnostic testing with high lead impedance result, indicating possible device malfunction. Neurologist programmed device to off pending surgical consult. Review of x-rays by treating neurosurgeon did not reveal any obvious discontinuities in the vns therapy system.

Event description:
The pulse generator was analyzed. Dimensions of the entrance to the header septum plug cavity were measured. Measurements indicated that the entrance to the septum cavity on the header exceeded the specification. It is unknown if this would allow the septum to pop-out. The entrance cavity measured 0.128 inches uring a plus guage pin. The specification is 0.125 - 0.022 inches. The diameter of the septum measured 0.164 inches. The specification is 0.164 + 0.005. Visual examination of the header which included the septum cavity and entrance cavity revealed no anomalies. Ano anomalies that could have resulted in a high lead impedance condition were identified. The pulse generator did not meet electrical test specifications. Further testing of the pulse generator's reed switch sensitivity identified that the switch was not in the correct magnetic sensitivity. The switch was found to have experienced a stress, physical shock such as vibration or rough handling that has permanently altered the characteristics of the need switch inside the sensor. The gap was altered and the flexing amature was reimpositioned. The reed switch operated as intended when using magnets and no allegation of product malfunction due to magnet activatin or reed switch was reported to device manufacturer. The cause of the high lead impedance reading is the lead pin not being fully inserted into the generator header. The cause of the disconnection is unknown. It is possible that the set screw was not fully tightened during the initial implant or the lead pin was disconnected during the patient's fall or some other trauma. The cause of the chest and neck pain is unknown; however, it is possible that current leakage was occurring as a result of the faulty septum and causing pain with stimulation near the generator.